Event description:
Evaluation of the returned device found that the upstream occlusion seal was separating from the chassis. There was unknown patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion (uso) seal was separating from the chassis. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing was performed. The investigation determined that the pump's uso seal was detached. The uso seal was replaced.